Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) the distal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model. (B)(4) analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device reached elective replacement indicator and had early battery depletion. It was also reported that the right atrial lead was damaged during the device explant procedure. The device was removed and replaced with a single chamber device and the atrial lead was removed and not replaced. No patient complications have been reported as a result of this event.